Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that during administration of a chemotherapy drug through a patient's port, the hub of the distal end of the port needle tubing came separated and chemo spilled out onto the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which appeared to depict a 20ga powerloc max safety infusion set. The depicted device was in place, accessing an indwelling implantable port. A clear dressing was in place over the needle housing. The clamp was engaged on the extension tubing. The luer adapter was completely detached from the tubing and was not visible within the photograph. While damage was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Potential contributing factors include material fatigue, sharp instrument contact, and bond failure between the tubing and the luer adapter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that during administration of a chemotherapy drug through a patient's port, the hub of the distal end of the port needle tubing came separated and chemo spilled out onto the patient. No other information was provided.